Event description:
During installation of the alinity s processing module, the customer observed smoke. The instrument was powered off. No impact to user safety or patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
During installation of the alinity s processing module, the customer observed smoke. The instrument was powered off. No impact to user safety or patient management was reported.

Manufacturer narrative:
During installation of the alinity s processing module, the field service engineer (fse) smoke was observed, and it was determined the reagent cooler assembly failed. There was no further damage to the instrument. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the cooler was replaced by the fse. The alinity s operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the platform tracking and trending data revealed no systemic issues or trends with regards to the current issue. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.